Event description:
It was reported that the right atrial (ra) lead exhibited abnormal impedance measurements, high capture thresholds, and noisy signals due to a potential ra lead conductor fracture and insulation damage. The physician performed a surgical procedure to explant the ra lead, but during the procedure, the right ventricular (rv) dislodged. Both the ra and rv leads were explanted and replaced to resolve the event and no additional adverse patient effects were reported. The implantable device was also explanted and replaced prophylactically due to normal battery depletion. Both leads are expected to be returned for analysis, but have not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the right atrial (ra) lead exhibited abnormal impedance measurements, high capture thresholds, and noisy signals due to a potential ra lead conductor fracture and insulation damage. The physician performed a surgical procedure to explant the ra lead, but during the procedure, the right ventricular (rv) dislodged. Both the ra and rv leads were explanted and replaced to resolve the event and no additional adverse patient effects were reported. The implantable device was also explanted and replaced prophylactically due to normal battery depletion. Both leads were received for analysis.